Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r . This ipg serial number was included in field advisories. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the ipg as recommended. In turn, the ipg lost communication with external devices and deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored post-op.

Manufacturer narrative:
Section d3 - manufacturer information corrected. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.